Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found at middle of life indicator 2 prior to implant. This device was not used. It was noted that the device was stored next to speakers in the local sales representative's car trunk.